Event description:
The customer reported to olympus, during a diagnostic procedure, the lower light of the evis exera iii xenon light source comes on and was suspected that it gets hot intermittently. It was noted that the device was swapped to complete the intended procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The subject device was returned to olympus for evaluation and the reported issue was confirmed and was determined to be caused by a faulty power supply. When the unit was powered on, it went into ¿emergency lamp¿ immediately. It was also noted that there was dust and debris buildup, which can the unit to overheat. The front panel was cracked, near the bottom of the scope socket area. The device had a non-olympus lamp installed. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, the root cause of the faulty power supply and dust/debris buildup could not be identified. Olympus will continue to monitor field performance for this device.